Event description:
The customer reported that the insulin pump was not delivering insulin, and she was not receiving any alarm. Troubleshooting was performed. Ran a displacement test and the device failed the test. Perform a self test and insulin passed the test. The customer stated that she was unable to perform a manual prime, and the insulin did not exit. Advised the customer to revert to back up plan until the replacement of the device arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime as a result of a faulty force sensor. Further testing was not performed due to the prime anomaly.